Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap contact. The insulin pump was also received with a scratched liquid crystal display window.

Event description:
The customer reported a blank display and a battery that leaked inside the battery compartment. Advised that the insulin pump would be replaced. Nothing further was reported.